Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was advanced for dilatation. However, at the first inflation, the balloon ruptured at about 6 atmospheres for about 10 seconds. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported.